Manufacturer narrative:
The reported events of no rf communication and slow inductive telemetry were not confirmed. The device was received with normal inductive and rf telemetry communication. Electrical and mechanical tests performed including inductive telemetry, rf communication, and outputs verification did not identify any functional issues. Longevity assessment was performed, and the device voltage was at normal range of operation with appropriate remaining longevity.

Event description:
It was reported that a patient presented with an inductive telemetry issue and loss of radio frequency telemetry noted prior to an unrelated lead revision. The device was explanted and replaced on (B)(6) 2024. The patient was stable throughout.